Event description:
The clinician reported that 13 days after the dental implant was placed in ada site 6 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. After the clinician noted the patient's infection around the resorbable membrane and the implant, both the membrane and implant were removed. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.